Event description:
As reported, the 76 y/o male patient was originally emergency or visit with a very badly infected exactech shoulder. The plan was to remove shoulder and insert antibiotic spacer. However, when we were opening trays at the beginning of the case, the stem inserter was broken with the screw and dial floating around in the bottom of the tray. Sales rep did not have a back-up as this was a very last minute add on and had one set of trays needed for shoulder extraction. The rep is not sure if the incident happened in spd or what, but the instrument was in proper working order the day before. The resident just used stem removal instrument and slapped it out. The surgeon/scrub tech did spend about 5-10 min at the back table trying to screw it back together while the resident was struggling to remove the stem out of patient. Eventually, it came out and surgery proceeded. The surgeon explanted the exactech infected shoulder and inserted antibiotic spacer. The patient was last known to be in stable condition following the event. Images received.

Manufacturer narrative:
Pending investigation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were corrected: h6. The reason for the reported revision due to infection cannot be conclusively determined; however, it may be related to an underlying patient condition and/or the surgical procedure. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.